Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that patient experienced a possible broken sensor wire. Patient did not state when this event occurred. Dexcom technical support attempted to reach patient on multiple occasions for follow up, but patient never responded.